Event description:
It was reported by the customer that they are returning their unit to elsg for service. The black cable is broken.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.